Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Additionally, this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a review of this system's data identified several stored false atrial tachycardia response (atr) events due to atrial noise and oversensing due to interaction with minute ventilation (mv) feature. The respiratory rate trend (rrt) had been programmed off. Atrial pacing impedance measurements have been out of range and jumpy. Additionally, elevated threshold measurements were noted on the left ventricular (lv) channel. A boston scientific technical services consultant discussed the clinical observations with the caller. A revision procedure was performed in an attempt to replace the associated lv lead; however, successful placement could not be obtained. The system remains implanted. No additional adverse patient effects were reported.